Event description:
Report received from abbott international affiliate which states, "patient received morphine 1 mg/ml IV from a 100ml bag via a gemstar pump and a gemstar IV infusion set. Within an hour after the start of the medication, the patient reported that pt felt tired. At that time it was discovered that 100 ml of the solution had been given over a rather short time (approx 1-2 hours). The patient was given nalorphine (antidote) and no other sign or symptoms were observed. Obviously the IV set was accidentally removed." The action taken were that the device was disconnected and the patient was monitored. Further information received as follows: the infusion set slipped from the pump and was hanging freely beside it. A closer inspection of the infusion set and the pca pump were done. When trying to put the set into the pump, once pulled to the side, the infusion set would easily slip from the pump. A new set was tried but the results were the same. The button used for loosening the set from the pump did not move easily. The slits around the button and the space that hold the cassette appeared to be sticky. After cleaning, the buttons moved freely. This secured the infusion sets in the pump when being pulled. At ocular inspection, the anti-siphon valve was not present in the set. The valve was present in the sets in all the unbroken packages. It can only be speculated that the valve had been removed or this particular set has been delivered without the valve. No further information was provided.